Event description:
It was reported that (1) device was used during a oophorectomy. It was reported by the rep that the atw45 instrument fired the first time with no problems. The second firing, staples only formed over half of the length of the anvil. There was no consequence to the pt.